Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was double counting patient's intrinsic rhythm then delivered one inappropriate shock. The double counting triggered a stored false ventricular tachycardia (vt) episode. It was noted that the patient will be brought into clinic and the system reprogrammed. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was double counting patient's intrinsic rhythm then delivered one inappropriate shock. The double counting triggered a stored false ventricular tachycardia (vt) episode. It was noted that the patient will be brought into clinic and the system reprogrammed. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, another inappropriate shock was delivered during a stored ventricular episode due to double counting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
Correction to previous that a new inappropriate shock occurred. A new shock did not occur.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was double counting patient's intrinsic rhythm then delivered one inappropriate shock. The double counting triggered a stored false ventricular tachycardia (vt) episode. It was noted that the patient will be brought into clinic and the system reprogrammed. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.